Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event: the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. The analysis was performed by asahi intecc. Co. Ltd: investigation of the production record could not be performed as no lot information was available. Based on the investigation, it is inferred that a metallic guide wire introducer tool/the needle introducer, used over the guide wire had its tip contacting to the guide wire with angle, and that the guide wire removal manipulation was made under such condition, so that the ptfe coating of the guide wires was exposed to excessive abrasive and scraping force and scraped. Warning section of instructions for use describes: never use metallic needle or metallic sheaths for insertion and withdrawal of guide wire, otherwise the surface of guide wire may be damaged significantly.

Event description:
It was reported that debris in the needle introducer was noted which the physician believes is coating from the prowater flex guide wire and that this is a common occurrence. The exact number of procedures is not known. There have been no adverse patient effects and no clinically significant delays in the procedure. The prowater flex guide wires have been used without incident. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.